Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the representative on 2017-jan-30. It was reported that no additional actions/interventions were taken or planned to resolve the issue. A back table prime was done and therapy continued as usual.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
References the main component of the device system; other relevant components include: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative regarding a patient who was receiving compounded baclofen [1500 mcg/ml] at a dose of 400 mcg/day via an implantable pump for intractable spasticity and cerebral palsy. It was reported on (B)(6) 2017 that during a routine pump exchange they were unable to aspirate the catheter. It was unknown if there were any environmental/external/patient factors that may have led or contributed to the issue. The hcp attempted to aspirate several times as troubleshooting performed. They did a back table bolus as action taken to resolve the issue and it was indicated that the hcp was confident that the catheter was working well. Surgical intervention did not occur and was not planned. The patient status was ¿alive ¿ no injury¿ and it was unknown if the issue was resolved at the time of the report. The patient¿s medical history included cerebral palsy.